Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence of hernia, spermatic cord was adherent to the old mesh. Post-operative patient treatment included dissection and removal of spermatic cord and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced recurrence of hernia, spermatic cord was adherent to the old mesh, and scarring. Post-operative patient treatment included revision surgery, dissection and removal of spermatic cord and hernia repair with mesh.